Event description:
It was reported that stent damage post-deployment occurred. The severely stenosed target lesion was located in the proximal left anterior descending (lad) artery and 1st diagonal branch. Intravascular ultrasound (ivus) was performed with an atlantis sr pro. Following pre-dilatation of the 1st diagonal branch, a 20 x 3.00mm promus premier¿ drug-eluting stent was implanted in the 1st diagonal branch to the proximal lad. Post-dilatation was then performed with a 3.0x15mm nc quantum balloon and ivus run showed good apposition of the 20 x 3.00mm promus premier¿ drug-eluting stent. A 2.00mm x 12mm emerge¿ balloon was then used for dilatation of the mid to proximal lad; however, the 2.00mm x 12mm emerge¿ balloon failed to cross the struts of the previously implanted 20 x 3.00 promus premier¿ drug-eluting stent. An emerge push 1.2x12mm balloon was selected and successfully crossed into the struts of the 20 x 3.00 promus premier¿ drug-eluting stent, followed by a 2.0x15mm emerge balloon. Subsequently, an nc quantum 3.0x15mm balloon was used to further dilate the strut of the 20 x 3.00mm promus premier¿ drug-eluting stent. However, the physician noted that the 20 x 3.00mm promus premier¿ drug-eluting stent was fractured or twisted at the ostium of the 1st diagonal branch. The physician immediately post-dilated the 20 x 3.00mm promus premier¿ drug-eluting stent with an nc quantum 3.0x15mm balloon. Additionally, kissing balloon was performed with a 3.0x15mm nc quantum balloon in the lad and a 2.5x15mm nc quantum balloon in 1st diagonal branch. The physician noted that the shape of the 20 x 3.00mm promus premier¿ drug-eluting stent has resumed to normal under cine. A 3.5x28mm synergy stent was then implanted into the mid to proximal lad. Another round of kissing balloon was performed with a 2.5x15mm nc quantum balloon in the 1st diagonal and a 3.0x15mm nc quantum balloon in the lad. Subsequently, a 3.5x15mm nc quantum balloon was used to post-dilate the proximal lad. Finally, angiogram showed good results and the procedure was completed. No further patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Patient age at time of event: 18 years or older. Device is a combination product. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).